Event description:
It was reported that during use there was an alleged product issue involving the bio-medicus nextgen femoral arterial or jugular venous cannula, specifically disconnections from return cannula at the site of the distal perfusion port. There was no adverse patient effect associated with this event. Medtronic received additional information stating that the account has been using these cannulae for approximately five years, and that no similar disconnections had been experienced previously. The cannula port was simply reconnected after the disconnection occurred. It was confirmed that the same male-to-male connector has been used with this cannula for an extended period. It was stated that the newer connection requires approximately a 60-degree turn and may provide less friction compared to the previous threaded design. The disconnection was noted to have occurred after approximately 5 to 6 days into the extracorporeal membrane oxygenation (ECMO) run. It was confirmed that there were no cleaning procedures or other activities that could have contributed to the disconnection.

Manufacturer narrative:
D4 (model #): it was stated that the device used was a 96570 cannula but the exact model is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.